Event description:
Infection [joint infection], ([effusion (l) knee], [swelling of l knee], [aching (l) knee]), used a knee brace and crunches [walking aid user]. Case narrative: initial information received on 03-feb-2020 from united states regarding an unsolicited valid serious case received from a consumer (patients wife). This case involves an unknown age male patient who experienced infection, used a knee brace and crunches, while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The past medical history, vaccination(s), concomitant medication(s) and family history were not provided. At the time of the event, the patient had ongoing osteoarthritis. Patient had received synvisc one in the right knee for osteoarthritis in the past with great success. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at frequency once (dose, batch, indication: unknown) (information for batch number was requested) in left knee. It was reported by the patients wife that they did inform the doctor that patient did not have any pain in the left knee, however, the doctor still chose to administer the injection. On (B)(6) 2019, patient developed an infection (latency: 2 days) and required emergency surgery on (B)(6) 2020 to have the fluid drained off his knee. This event was assessed as serious due to medically significant and led to hospitalization and required intervention. Patient was hospitalized and received antibiotics for the same. On an unknown date in (B)(6) 2020, after two weeks, patient was discharged. Since an unknown date, patient still had swelling and major pain issues. As a corrective treatment for his pain, patient took vicodin. Since an unknown date, patient used a knee brace and crunches (latency: unknown). This event was assessed as serious and led to disability. Action taken: not applicable for all events. Corrective treatment: hydrocodone bitartrate, paracetamol (vicodin) for still had pain/ major pain issues, emergency surgery to drain fluid and antibiotics for infection; knee brace and crunches for used knee brace and crunches. Outcome: unknown for all the events. A product technical complaint was initiated and results were pending for the same.

Event description:
Infection/mrsa infection [infection mrsa] ([product administered at inappropriate site], [effusion (l) knee], [swelling of l knee], [aching (l) knee]). Used a knee brace and crunches [walking aid user]. Case narrative: initial information received on 03-feb-2020 from united states regarding an unsolicited valid serious case received from a consumer (patients wife). This case involves an unknown age male patient who experienced infection/mrsa infection and used a knee brace and crunches, while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The past medical history included patients left knee was bone on bone and stomach problem due to which he could not take anti-inflammatory medications. At the time of the event, the patient had ongoing osteoarthritis. Patient had received synvisc one in the right knee for osteoarthritis in the past with great success. The past vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6)2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at frequency once (dose, batch, indication: unknown) (information for batch number was requested) in left knee. It was reported by the patients wife that they did inform the doctor that patient did not have any pain in the left knee, however, the doctor still chose to administer the injection. The physician's assistant also mistakenly put synvisc-one into his left knee (product administered at inappropriate site). The left knee is bone on bone and there was "no opening" in the knee for the gel. On (B)(6)2019, patient developed an infection (latency: 2 days) and major pain issues. As a corrective treatment for his pain, patient took vicodin. On (B)(6)2020, patient visited the orthopedist and was diagnosed with mrsa infection and required emergency surgery to have the fluid drained off his knee and infection cleaned out. The doctor also shaved some of the bone in the surgery. The surgery was done so quickly that even though the patients cardiologist did not approve, the surgery was still performed. This event was assessed as serious due to medically significant and led to hospitalization and required intervention. Patient was hospitalized and received steroids and antibiotics for the same. On an unknown date in (B)(6)2020, after two weeks, patient was discharged. Since an unknown date, patient still had swelling. Since an unknown date, patient used a knee brace and crunches (latency: unknown). This event was assessed as serious and led to disability. The patient was still in daily pain and the doctors said it was due to arthritis, but his wife disagreed and said that arthritic pain was different. Patient had constant pain instead of arthritis pain which waned off. The wife stated that they were concerned that the gel was in the soft tissues because there was no joint space in left knee and when the patient would remove his brace, she presumed the gel would pop up in the mounds around the knee. Action taken: not applicable for all events. Corrective treatment: hydrocodone bitartrate, paracetamol (vicodin), steroids, emergency surgery to drain fluid and antibiotics for infection/mrsa infection; knee brace and crunches for used knee brace and crunches. Outcome: not recovered/not resolved for infection/mrsa infection; unknown for used knee brace and crunches. A product technical complaint was initiated with global ptc (B)(4) and results were pending for the same. Follow up information received on 03-feb-2020 from other healthcare professional. Global ptc number added. Text amended accordingly. Additional information received on 13-feb-2020 from patients wife. Medical history of stomach problem, bone on bone added. Onset date for major pain issues updated. Corrective treatment of steroid added. Verbatim updated to infection/mrsa infection. Clinical course updated. Text amended accordingly.

Event description:
Infection / mrsa infection [joint infection] ([product administered at inappropriate site], [effusion (l) knee], [swelling of l knee], [aching (l) knee]). Used a knee brace and crunches [walking aid user]. Case narrative: initial information received on 03-feb-2020 from united states regarding an unsolicited valid serious case received from a consumer (patients wife). This case involves an unknown age male patient who experienced infection / mrsa infection and used a knee brace and crunches, while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The past medical history included patients left knee was bone on bone and stomach problem due to which he could not take anti-inflammatory medications. At the time of the event, the patient had ongoing osteoarthritis. Patient had received synvisc one in the right knee for osteoarthritis in the past with great success. The past vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at frequency once (dose, batch, indication: unknown) (information for batch number was requested) in left knee. It was reported by the patients wife that they did inform the doctor that patient did not have any pain in the left knee, however, the doctor still chose to administer the injection. The physician's assistant also mistakenly put synvisc-one into his left knee (product administered at inappropriate site). The left knee is bone on bone and there was "no opening" in the knee for the gel. On (B)(6) 2019, patient developed an infection (latency: 2 days) and major pain issues. As a corrective treatment for his pain, patient took vicodin. On (B)(6) 2020, patient visited the orthopedist and was diagnosed with mrsa infection and required emergency surgery to have the fluid drained off his knee and infection cleaned out. The doctor also shaved some of the bone in the surgery. The surgery was done so quickly that even though the patients cardiologist did not approve, the surgery was still performed. This event was assessed as serious due to medically significant and led to hospitalization and required intervention. Patient was hospitalized and received steroids and antibiotics for the same. On an unknown date on (B)(6) 2020, after two weeks, patient was discharged. Since an unknown date, patient still had swelling. Since an unknown date, patient used a knee brace and crunches (latency: unknown). This event was assessed as serious and led to disability. The patient was still in daily pain and the doctors said it was due to arthritis, but his wife disagreed and said that arthritic pain was different. Patient had constant pain instead of arthritis pain which waned off. The wife stated that they were concerned that the gel was in the soft tissues because there was no joint space in left knee and when the patient would remove his brace, she presumed the gel would pop up in the mounds around the knee. Action taken: not applicable for all events. Corrective treatment: hydrocodone bitartrate, paracetamol (vicodin), steroids, emergency surgery to drain fluid and antibiotics for infection/mrsa infection; knee brace and crunches for used knee brace and crunches. Outcome: not recovered / not resolved for infection/mrsa infection; unknown for used knee brace and crunches. A product technical compliant (ptc) was initiated on 04-feb-2020 for synvisc one with unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: 01-mar-2020. Follow up information received on 03-feb-2020 from other healthcare professional. Global ptc number added. Text amended accordingly. Additional information received on 13-feb-2020 from patients wife. Medical history of stomach problem, bone on bone added. Onset date for major pain issues updated. Corrective treatment of steroid added. Updated to infection / mrsa infection. Clinical course updated. Text amended accordingly. Follow up information received on 14-feb-2020 from other healthcare professional. No new information. Follow up was received on 21-feb-2020 from other healthcare professional. No significant information received. Additional information was received on 01-mar-2020 from healthcare professional (genzyme event management group). Ptc results were added. Text amended accordingly.